Event description:
It was reported the patient had a broken nail. They presented with pain. Revision surgery was required.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported the patient had a broken nail. They presented with pain. Revision surgery was required.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and shows a breakage at the level of the lag screw hole. The device inspection shows that no significant traces of mis-drilling can be noticed on the inside surface of the screw hole. An analysis of the surface breakage of the bridges shows some shiny surfaces on the posterior bridge, which are a clear indicator of fatigue fractures. Indeed, the nail most probably broke at the level of one of the bridges first, resulting in the two parts of the nail (proximal and distal) rubbing against each other, and creating the shiny surface that can be seen in the picture. The analysis of the anterior bridge confirms this failure pattern (fatigue), since clear rest lines, which correspond to the progressive propagation of the fracture, can be seen. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a fatigue fracture following an extended mechanical loading of the implant. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.